Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced two hypoglycemic seizures within the past week (on (B)(6)) while using the omnipod 5 in automated mode with a dexcom g6. At the time of both incidents, the dexcom reported blood glucose levels above 100 mg/dl, while a finger-stick measurement showed a low value of 26 mg/dl. The patient began chemotherapy one year ago and has since had four episodes of severe hypoglycemia. During the most recent event, the patient was in his neighborhood and required assistance from this wife. Dexcom has been notified of the event.